Manufacturer narrative:
Patient identifier: no patient involvement, age & date of birth: no patient involvement, patient sex: no patient involvement, weight: no patient involvement, ethnicity: no patient involvement, race: no patient involvement, expiration date: 2027-02, operator of the device: unknown, implanted date: no patient involvement, explanted date: no patient involvement, initial reporter: phone number: requested, unknown. The actual device and reference photos were returned for evaluation. Reference photos were provided by tc which showed an assembled needle with blister package. A black foreign material was observed on the inner surface of the hub and at the hub flange. The following were confirmed by tc: (I) the foreign material on the inner surface of the hub was adhered and measured 1.9mm2; (ii) while the foreign material observed on the hub flange was embedded and measures 0.01mm2. Based on the fourier-transform infrared spectroscopy (ftir) result, each foreign material was presumed to be a mixture of silicone and metal. The above assessment from tc was confirmed based on our investigation of the actual sample. Further checking of the actual sample under 50x magnification, a black foreign material was observed on the hub flange, after wiping the foreign material was removed and no embedded foreign material was observed. Retention samples were visually inspected and confirmed free from any foreign material inside the fluid pathway was observed. The complaint trend for the foreign materials (silicone gel and stainless/metal) for fy20 to fy22 (april 2021 to november 16, 2022) showed nine (9) occurrences. Based on the investigation of the individual complaints, these were confirmed originated in our process. The cause of the defect came from our needle assembly process. The foreign material on the machine part probably came from the debris during the re-installation of the detached spring of the anti-back stopper since the associate did not perform cleaning after the machine activity. Most likely, the foreign material eventually peel-off and adhered to the empty jig pin, and upon loading of the hub, the foreign material adhered inside the surface of the hub resulting in the complaint. Moreover, based on the nn assembly machine trouble and alarm matrix module, cleaning must be performed when machine activity is conducted. However, the involved associate confirmed that there was no cleaning conducted after the machine activity. The result of the in-process inspection, product confirmation, and the 100% inspection of every first bag on three (3) lots before and after the affected lot showed no similar defect found over the inspected items of (B)(4) pieces. Hence, we assume that the affected range is bag number 2 to bag number 28 of the complaint lot since machine cleaning was conducted on bag number 29. Therefore, this defect is isolated on this lot only. Before shipment quality check (qc) conducts an outgoing inspection to check the condition of the product. All samples passed. The following corrective actions were and will be implemented to address the issue. 1. Conduct information dissemination to remind the associate to conduct cleaning every machine activity to prevent foreign material contamination. Done: november 16, 2022 2. The training module tm-a2-083 nn assembly cleaning procedure will be revised on december 15, 2022, to include the importance of conducting a cleaning after every machine activity to prevent foreign material contamination. December 15, 2022 (B)(4).

Event description:
The user facility reported that when the user attempted to open the package, black foreign material was observed on the needle hub. Therefore, they changed to other product. Tc received the actual sample on 02 nov 2022. It was confirmed that a black foreign material is adhered inside the needle hub. The fourier-transform infrared spectroscopy (ftir) result showed that the foreign material was presumed to be a mixture of silicone gel and metal. The event occurred pre-treatment. There was no patient involvement.